Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient reported pain at the stoma site. On (B)(6) 2017, the patient was afebrile and had erythema and white/cream colored thick drainage around the stoma site which was treated with 2% viscous topical lidocaine. On (B)(6) 2017, it was reported that the patient started antibiotic levaquin 500 mg once a day for five days on (B)(6) 2017 and the gastro-intestinal physician had added antibiotic bactrim once a day for ten days that commenced on (B)(6) 2017. A CT scan had confirmed an infection at the stoma, which was initially thought to be the internal bumper in which the gi physician had initially loosened the retention plate and moved the tubing around but it was no help.